Manufacturer narrative:
Block h6: imdrf device code a15 captures the repotrable event of clip did not deploy properly. Block h11: the returned resolution 360 ultra clip device was analyzed, and during visual inspection it was found that the device was returned without the clip assembly and evidence of full deployment. No other problems with the device were noted. The reported event of clip did not deploy properly was not confirmed. The investigation results summary did not detect any problems related to the reported issue as the clip assembly was returned fully deployed. The returned device review showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy initially. The clip was eventually released from the catheter by manipulation. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the repotrable event of clip did not deploy properly.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the polyps during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy initially. The clip was eventually released from the catheter by manipulation. There were no patient complications reported as a result of this event.